Manufacturer narrative:
Failure analysis confirmed the button error alarm due to corroded keypad traces. They noted that there were no ramping numbers. The pump passed the displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the numbers were ramping up. The customer's blood glucose was 153 mg/dl at the time of incident. The buttons were not pressed for longer than 3 minutes and the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.